Event description:
Event description guidant received information that an interrogation of the implantable cardioverter defibrillator (ICD) prior to implant noted a battery voltage lower than the box label.